Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One (1) port sample was received in used condition, inside a plastic bag which is not its original packaging (no catheter returned). It was observed that the port shows signs of use since the septum has punctures as needle has been inserted, also the port housing shows damage, no damage or other discrepancies are observed on the port-catheter connection section. Water was infused through the septum port using a syringe to detect any occlusion expecting that the water will pass through the outlet tube as intended. As result liquid passed through the device, the complaint could not be confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after port insertion, an attempt was made to aspirate the port chamber, which was unsuccessful. Re-exposure of the port chamber confirmed that the port chamber was not functional, presumably the chamber contents had coagulated. The port chamber was then replaced. There was patient involvement and no patient harm/adverse event reported.